Manufacturer narrative:
One infusion pump was received for evaluation in relation to the reported event. Functional testing of the device was able to confirm and reproduce the reported event. The downstream sensor failed the occlusion test. The downstream occlusion sensor was replaced to address the reported event. Root cause was unable to be determined at this time. A DHR review was performed subsequent to the manufacturing of the device and prior to its release. No problems or issues were identified during this DHR review.

Event description:
It was reported that the device failed occlusion testing at 23.52 psi. There was no patient involvement reported.